Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead was found out to be dislodged. Additional information indicated that the lead exhibited loss of capture and that the dislodgement was confirmed thru x-ray. This ra lead was surgically abandoned. No additional adverse patient effects were reported.